Manufacturer narrative:
A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Mcgovern, j., leadbitter, st., findlay, m., shafi, a., coker, o., rice, g., et al (2025). The safety and efficacy of gastric electrical stimulation during pregnancy in patients with medically refractory gastroparesis: observations from a multicenter case series. N euromodulation: technology at the neural interface. 2026; ¦:5. Https://doi.org/10.1016/j.neurom.2025.12.012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the safety and efficacy of gastric electrical stimulation during pregnancy in patients with medically refractory gastroparesis: observations from a multicenter case series. Among [all / all medtronic device name] patients adverse events / device product performance issues included: reported events: all patients were admitted to hospital with nausea and vomiting (nv) at least once. When stratified by trimester, the number of admissions to hospital with nv decreased as the pregnancy progressed (nine admissions during first trimester vs six admissions during the second vs one admission during the third). The results of this study reports that the incidence of admission to hos pital was highest during the first trimester and reduced as the pregnancy progressed. No further information was provided pertaining to medtronic products.